Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with functional grade 4+ tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. On triclip xtw was implanted on the anterior and septal leaflets. The tr grade reduced to 2 with a remaining jet posterior to the clip. A second triclip xt was placed posteriorly to the first clip. During clip delivery system maneuver it was believed that the second clip made contact with the first clip. The second clip was deployed. Post-deployment the first clip slowly detached from the septal leaflet. A third triclip xt was implanted between the first two clips to stabilize the first clip. The final tr grade was 1-2.

Event description:
It was reported on (B)(6) 2025 a patient presented with functional grade 4+ tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. On triclip xtw was implanted on the anterior and septal leaflets. The tr grade reduced to 2 with a remaining jet posterior to the clip. A second triclip xt was placed posteriorly to the first clip. During clip delivery system maneuver it was believed that the second clip made contact with the first clip. The second clip was deployed. Post-deployment the first clip slowly detached from the septal leaflet. A third triclip xt was implanted between the first two clips to stabilize the first clip. The final tr grade was 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation and device damaged by another device (dislodged) are related to procedural conditions (interaction during positioning of another clip). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.